Event description:
Patient taken to or for hiatal hernia repair and inspection of 9 year old lap-band which was not functioning appropriately. Lap-band found to be leaky. Lap-band removed and replaced with a newer, functioning version.